Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
--

Event description:
Boston scientific received information that the right atrial (ra) lead and pacemaker exhibited high threshold measurements and loss of capture. A revision procedure was performed where even after repositioning the ra lead. There was still failure to capture through the device. The lead was tested through the pacing system analyzer (psa) and capture was obtained with appropriate measurements. The ra lead was once again plugged into the device header with no capture even after further troubleshooting techniques. Then the physician put the ra lead in the right ventricular (rv) port and capture was obtained appropriately. Subsequently the physician opted to explant the device due to concern over an issue with the atrial port on the device. A new device was implanted with the existing leads. Once a new device was placed, appropriate capture was noted in both the ra and rv leads. The existing leads remain in service with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.